Event description:
Medtronic received information that a ped2 pipeline had deployment difficulties and failed to open in the shaft center part. Stent seemed to kink on fluoroscopy. It was indicated the devices were prepared according to the instructions for use (IFU).  The microcatheter was accessed to the internal carotid artery placement position. When the pipeline deployment was started, the stent was not successfully deployed. As the stent seemed to kink on fluoroscopy, it was removed along with the microcatheter. The product was replaced with a new one. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed 3 or more times. Another actions was taken. The navien was accessed to the placement site (near the stent) and expansion was attempted. No symptoms were reported. Ancillary devices: phenom27 (lot: my20-023) microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was undergoing treatment for a saccular aneurysm located in the c2 segment. The size was 9mm. The patient's vessel tortuosity was moderate. The patient's replacement pipeline had an in-stent thrombosis complication that occurred within 1 to 2 weeks after the procedure. Be cause there was collateral blood flow, there was no damage to the patient's health.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.